Event description:
It was reported that a patient received a high drain 106 (night drain cycle six) alarm. A high drain alarm indicates the patient drained greater than 160% of the maximum prescribed cycle fill volume. This alarm occurred at the end of peritoneal dialysis therapy. The patient¿s fill volume was 900 ml and the patient drained 1818 ml. The technical services representative assisted the care giver to clear the alarm and end therapy. The care giver declined a swap of the device. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A device history record review was performed and revealed no issues that could have caused or contributed to the reported problem. If additional relevant information becomes available, a supplemental report will be submitted.